Event description:
Caller reported damage to the pump housing surrounding the usb port, which impacted the ability to charge the pump and caused it to shut down. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. The customer was informed of the replacement and continued using the current pump as backup therapy. Cts confirmed the customer's shipping address and provided instructions for returning the damaged pump.